Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient. An initial result of 153.59 u/ml was generated on an architect i2000sr analyzer. This patient's previous result was 5.0 u/ml. The current sample was retested and generated a result of 2.89 u/ml, which the customer believes to be correct. The current initial and retest results were generated from the same reagent cartridge and the same sample collection tube. No suspect results were reported out of the lab with no impact to patient care.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 28214m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent lot is performing as intended and no new issues were found. The event was limited to one discreet patient sample. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).